Manufacturer narrative:
B3: date of event: used the first day of the event date month as the event date as it was not specified.

Event description:
It was reported via facility medwatch report that a shaft break, and removal difficulties were encountered. The patient had serious blockages in the left anterior descending artery (lad), a diagonal branch bifurcation and an obtuse marginal. A 4.00mm x 30mm and a 2.00mm x 12mm nc emerge balloon catheters were advanced to perform angioplasty using a kissing balloon technique to open up the artery at the same time. The first balloon was successfully inflated in the middle lad. However, when attempting to place the second balloon, it broke inside the guiding catheter and became stuck in the catheter. The procedure was halted to safely remove all equipment, and the broken balloon was also carefully removed. Plans were made to reschedule the procedure at a later time, using an alternative approach. No patient complications were reported.